Event description:
The customer reported via phone call indicating that she had low blood glucose but not hospitalized. Customer's blood glucose was 55 mg/dl. The customer was treated with orange juice. The customer stated that she gave herself too much insulin . The customer that she was okay and she had to go.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.